Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Product received date: 8/15/2025. One device was returned for analysis. Functional and visual tests were done, but the reported issue could not be duplicated. There were no damages or anomalies observed. No leaks were observed in the cassette bag. No leaks were observed from the tubing or luer connector. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the medical solution is leaking. Even though customer had injected naluvein and saline, removed the blue clip, and clamped the tube, the medical solution was leaking from the tip of the cassette tube. There was no patient involvement.